Manufacturer narrative:
(B)(4). Unit passed displacement test. Basic occlusion test. Unit failed prime or a33 test at 2.5lbs due to faulty fsr (gold). Unable to perform occlusion test, excessive no delivery test or verifying no delivery alarm due to prime anomaly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had no delivery alarms. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.